Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was not returned for evaluation. Therefore, root cause cannot be determined. However, the customer was provided with part number for the two flow meters attached to the blender. No further customer activity has occurred. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the microblender component was needing a tubing that goes from the flow meter to the blender as the flow meter tubing was leaking. The customer confirmed that there was no patient associated with the reported event.